Manufacturer narrative:
Through an investigation it was determined that the root cause of the incident is related to high fatigue and stress placed on the weld of the top plate of the seat post. The wheelchair has been repaired and delivered to the patient operating according to specification. Permobil has an on-going investigation into this failure and after we discover additional information a follow up MDR will be submitted.

Event description:
The dealer alerted permobil that the seat elevator's upper post plate broke at the weld. The customer was not injured as a result of this event. The dealer evaluated the wheelchair and removed the broken component and installed new component.